Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
The file was easily retrieved. Exemption # e2005009 applies to this event. Involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review. The unused file has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Root causes are not identified. We will track this kind of event and monitor the trend.